Event description:
It was reported that the system 9800 displayed filament regulator errors. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Filament regulator, low ma, and low kv errors were displayed after the x-ray switch was released. Filament calibration could not be completed. Additionally, the vertical movement of the c arm was intermittent. The power supply ps3 was replaced to correct the vertical movement issue. The high voltage generation circuitry was given a total overhaul replacing the snubber, backplane, generator driver, and filament driver circuit boards along with the high voltage supply and the high voltage tank. The system was tested and found to be working as intended and placed back into service.